Manufacturer narrative:
(B)(4). Brand name: avaulta anterior biosynthetic support system, catalog # 486010. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt-secur was reported to be used/implanted during this procedure. Additional information from importer report - associated MDR's 1018233-2013-00555, 1018233-2013-00670, 1018233-2013-00557.